Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose of 359 mg/dl, dehydration, flank pain and a urinary tract infection. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump was programmed, but the caller didn't know if the basal rates were correct. Found battery related alarms, as well as no delivery alarms in the alarm history. The insulin pump passed the prime and high pressure tests. It was also stated that the insulin pump sometimes has a blank display. Found that the battery cap was damaged. Sent a replacement battery cap to the customer. Nothing further was reported.